Event description:
The following was reported by the pt: it is alleged per pt that she underwent repair of a ventral hernia on (B)(6) 2010, using a composix kugel hernia patch, at this time she also underwent a hysterectomy. About four months later the pt developed a vaginal infection that was treated with antibiotics which helped but the infection returned multiple times, always being treated with antibiotics. The pt then sought a second opinion and again was diagnosed with a vaginal infection and treated with antibiotics, following this treatment the vaginal infection returned much worse than before. The pt then traveled to another state to seek medical care; on (B)(6) 2012, the pt had a CT scan that revealed an abscess attached to the mesh just above the vaginal cuff, this led to a fistula into the vagina. On (B)(6) 2012, the pt underwent explant of the composix kugel hernia patch and the wound was left open for eleven days due to the contaminated nature of the explant as well as having multiple debridements of the wound. The pt was discharged home with wound vac therapy for two months and this was removed in (B)(6) 2012, the pt now packs and dresses her own wound and there is no sign of infection.

Manufacturer narrative:
Addendum to the initial report. This supplemental report is being sent to show the correct date of implant as (B)(6) 2010 and not (B)(6) 2012 as was reported originally. With the current information no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
This MDR includes all pt, event and device info davol has received to date. The pt developed a vaginal infection that was treated with antibiotics. The pt reported following multiple antibiotic treatments the pt was diagnosed with an abscess attached to mesh with a fistula into the vagina. Currently, the implant record have been provided, however, no other medical records to document the complications were provided. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The pt was also treated for a fistula which is a known adverse event listed in the IFU. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn at this time.

Manufacturer narrative:
This supplemental report is being sent due to additional information received from a medical record review. Based on a legal document signed by the physician and dated (B)(6) 2013, the physician alleges the composix kugel mesh was not broken. The mesh was alleged by the physician to be wrinkled and the edges were rolled under. The medical records provided indicate the patient experienced adhesions and infection. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. In regards to the infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." With the current information available, no conclusion can be drawn as to the extent that the composix kugel mesh may have caused or contributed to the problems experienced post implant. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2010 - the patient underwent repair of a ventral hernia with implant of a davol composix kugel hernia patch. On (B)(6) 2012 - the patient was diagnosed with abdominal wall abscess cavity including an infected composix kugel mesh. Per the explant details, "the mesh (ck) was adherent to a very tiny loop of small bowel, which was dissected. There was a serosal tear on the bowel surface, which was repair with silk sutures. The mesh (ck) was taken in its entirety." Based on a legal document signed by the physician and dated (B)(6) 2013, the physician indicates the composix kugel mesh was not broken. The mesh was indicated by the physician to be wrinkled and the edges were rolled under.